Event description:
Patient reported left side capsular contracture grade IV, 2 large, pea sized lumps, that are hard on the left breast, ¿painful, is hard, raised up, and has a textured feeling¿, anxiety about the recall. The following events are not device related: neuropathy in their fingers, experiences "clicking and clacking" in their fingers, ¿skin rashes around the eyes¿, ¿itching in both eyes¿, ¿raised lesions on both eyes¿, ¿slit skin around mouth¿, and ¿pain in fingers¿ . The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported baker grade IV. Healthcare professional reported reason for removal as "recall/symptoms." The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV and "recall." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.